Event description:
Patient underwent open reduction internal fixation (orif) to treat a left femur fracture on (B)(6) 2014. Initially the surgeon attempted to implant a nail. Surgeon experienced difficulty and was unable to successfully implant to nail. Patient was implanted with plates and screws. Status - post, patient developed infection and was treated with irrigation and debridement on (B)(6) 2014. Hardware was removed on (B)(6) 2014. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).